Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).